Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed by 30 minutes and completed by restarting the system thrice. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not start up. Review of the log file shows records of electrical instability which affected the image reconstruction pc. Upon troubleshooting, the rse checked the system and found failure in the power supply to the system. To resolve the issue, customer restarted the system 3 times. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment would not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.